Manufacturer narrative:
The reported complaint of "the ivtm thermogard console (sn: (B)(6) displayed mid:01 (post watchdog) error message" was confirmed during the event log review and functional testing. The root cause of the reported complaint was a defective I/o printed circuit board (pcb), which was not communicating properly with the power supply. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Event log data review was performed and revealed multiple mid:01 (post watchdog) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The thermogard console passed initial functional testing; however, when the system was powered off and powered back on, the console displayed mid:01 (post watchdog) error message, and therefore, the reported complaint was confirmed. The defective I/o printed circuit board (pcb) was replaced to remedy the fault. Service has been completed, and the thermogard console passed all tests with no issues and readings were within the specified limits. However, the system will not be returned to the customer because the customer has received a replacement console. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The thermogard console in complaint was returned to zoll on 08/03/2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During the cooling phase of the ivtm treatment, the ivtm thermogard console (sn: (B)(4)) displayed mid:01 (post watchdog) error message. The user could not clear the error message. Another tgxp console was used to complete the ivtm treatment. No consequences or impact to the patient.